Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump had a blank display and that the battery had been changed ten times to resolve this issue. He stated that sometimes a part of the screen would appear but the rest would remain blank. The display was blank at the time of the call. The blood glucose reading was 135 mg/dl. The battery cap contacts were not missing or damaged. However, the battery compartment and spring were corroded. The display did return after cleaning the compartment and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.